Event description:
It was reported that: during a tavr procedure on (B)(6) 2022: the manta device was deployed inside the vessel and a surgical cutdown was performed. Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: during a tavr procedure on (B)(6) 2022: the manta device was deployed inside the vessel and a surgical cutdown was performed. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. An angiogram photo was obtained by vsi indicating access positioned above the femoral head with a blockage of flow; however, the radiopaque lock could not be seen. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micro puncture and ultrasound guidance were utilized to gain access. No issues were encountered advancing or withdrawing the procedural sheaths. The manta was deployed, although an angiogram revealed the manta was deployed within the vessel, and a decrease in pedal pluses was present. The physician chose to do a surgical cut down, and explanted the manta. The patient outcome post-procedure was fine. The manager mentioned this was user error and not a device issue. The physician did not complete manta training, was not trained by any teleflex employee, and performed the procedure without a teleflex representative present. The instructions for use lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. As per the IFU, precautions the manta device should only be used by a licensed physician or healthcare provider trained in the use of this device. As per the IFU procedure requirements, state the manta device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device. If the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary.